Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on (B)(6) 2011 from a female patient, initials (B)(6), who experienced nausea, dizziness and vertigo after starting synvisc-one. The patient's medical history is significant for previous synvisc-one treatment ((B)(6) 2010). In (B)(6) 2011, the patient received one injection of synvisc-one (location not provided). The patient reported that later that same day, she experienced nausea, dizziness, and "major dizzy vertigo". The patient reported that she thought her symptoms may have been due to fish she had eaten earlier. The patient was taken via ambulance to the hospital. In the ambulance, she was given an unspecified anti-nausea medication, which she was given again once she arrived at the hospital. The patient was also treated with an IV of diazepam and sent home with a prescription for an unspecified medication. The patient reported that she again experienced these symptoms on (B)(6) of this year. The product lot number was not reported. At the time of this report the outcome of the patient was unknown. Additional information was received on 16-aug-2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on (B)(6) 2011 from the patient. The patient revised her previous report to say that she received an injection of synvisc-one in (B)(6) 2011. The patient updated her report to include that she experienced no pain relief following the synvisc-one treatment and that her pain is currently worse. The patient required an injection of cortisone to treat her worsened pain (location not provided). The product lot number was not reported. At the time of this report the outcome of the patient was unknown.